Manufacturer narrative:
The investigation is ongoing.

Event description:
During a tavr procedure using a 26mm sapien 3 ultra valve via transfemoral approach, the valve, and delivery system were advanced through a heavily calcified native trileaflet aortic valve. Additional forward pressure was applied resulting in the delivery system buckling and perforating the descending thoracic aorta just distal to the takeoff of the left subclavian artery. Hemodynamics quickly deteriorated, CPR was started, and median sternotomy was performed. Cardiopulmonary bypass (cpb) was initiated, and the patient was assessed for potential surgical repair of a large perforation. After the assessment, the aortic tissue appeared thin and friable and would not hold sutures. It was determined that efforts to repair were futile, and the patient was pronounced deceased by the CT operator. The operator determined the cause of the perforation was not related to the ew device but the patient's connective tissue disorder and aortopathy.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The commander delivery system (ds) was not returned for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint code. The following instructions for use (IFU) were reviewed: commander delivery system with s3u, device preparation manual, and the device training manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time the complaint for the difficulty to track system through the anatomy was unable to be confirmed as neither the complaint device nor applicable imagery was provided for review. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. Additionally, a review of the IFU and training manuals revealed no deficiencies. The complaint description states, "the valve and delivery system were being advanced through a heavily calcified native trileaflet aortic valve. Additional forward pressure was applied resulting in the delivery system buckling and perforating the descending thoracic aorta just distal to the takeoff of the left subclavian artery." The presence of calcification in access vessel anatomy can reduce the vessel diameter and may increase resistance upon advancement in the vasculature. Additionally, calcification can also result in the creation of sub-optimal angles during delivery system tracking that may further contribute to resistance. In this case. Without additional information or imagery, a conclusive root cause was unable to be determined at this time. However, available information suggests that patient factors (calcification) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.